Event description:
The complainant reported an under-delivery. It was reported that the intended delivery amount was 150ml/hr; however, the pump delivered 55ml over 30 mins testing with water.

Manufacturer narrative:
(B) (4) (B) (4)